Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. The sample was not available for evaluation. Photos of the device and diagrams of the event were provided. The images depicted two hemostasis sheaths and two carrier tubes. One pair was shown to be in unused condition and the other in used condition in which the sheath consisted only of the sheath cap and segments of the sheath body, appearing to be fractured. The complaint was confirmed as a sheath breakage due to light exposure resulting in surgical intervention. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure.

Event description:
The user facility reported that while deploying an 8 french (f) angio-seal after a balloon pump removal, it was noticed that as the plug was being placed into its sheath, there were fractures along the outside. The device was already in the patient. Upon trying to fully deploy, the sheath broke off. The plug and broken sheath portion went intra-vascular. Manual pressure was applied, and vascular surgery was called. The plug and sheath fragment were removed during a femoral endarterectomy. The patient is stable and overall doing well. The procedure type was a balloon pump removal. The patient's condition was not applicable. There were no relevant tests. The blood loss was less than 250cc. The injury description involved a femoral endarterectomy performed by a vascular surgeon to remove the angio-seal and broken sheath. There is a direct allegation that the device caused or contributed to the incident. Additional information was received on 05 dec 2024: it was confirmed that the device was an 8 french (fr) angio-seal. One of the angio-seals in the image is defective, while the others were used for comparison to the defective one. Angio-seals are stored in the main supply closet in the department, along with the rest of the cath lab supplies. They are not stored in the pyxis or under uv lighting. Additional information was received on 16 dec 2024: terumo medical received an FDA medwatch report # mw5162923. The event description states: a patient had an intra-aortic balloon pump in the right common femoral artery following cardiac catheterization. The md removed the balloon pump on (B)(6) 2024. An 8 french (fr) angio-seal was advanced into the right common femoral sheath with no resistance. After inserting the collagen plug, the 8 french angio-seal sheath was noted to have fractured in the proximal segment, outside of the skin. The collagen plug was removed, and manual pressure was held over the site. A focal skin dissection was performed, and the visualized sheath tip was captured using a small clamp. However, it was noted to have fractured, with the distal part still inside the vessel and skin, and not satisfactorily visualized through the small focal skin dissection. A computed tomography (CT) angiogram of the lower extremity revealed a residual 8 french angio-seal sheath partially inside the vessel with minimal protrusion outside of the vessel and intact blood flow to the right lower extremity. The patient was emergently transferred to the vascular operating room at a nearby hospital for removal of the sheath and right femoral artery repair.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director of lab. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.